Manufacturer narrative:
Previous: repositioning pending medical consultation. Update: lens was repositioned (B)(6) 2017. The problem has been resolved. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, diopter -3.5/+2/10 implantable collamer lens (icl) into the patient's left eye (os) on (B)(6) 2016. The patient began to experience corneal decompensation, iris atrophy, iris hernia, lens rotation, and iris prolapse. Secondary interventions include anterior subincisional sinechiotomy, enlargement of incision, anterior chamber irrigation, iris suture, and additional suture. The lens remains implanted and is unlikely to be removed, according to claim reporter. The incision was enlarged to perform the iris suture and the anterior chamber irrigation. Once performed, the incision was sutured and an astigmatism developed because of the stitches' tension. The surgeon has requested medical consultation to determine if further icl rotation (icl had already rotated from original position) would compensate for the astigmatism.